Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they removed the sensors and both did not had electrode, they inserted a third sensor at the abdomen and that one works fine. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states they lost two sensors, did not work at all after inserting, transmitter did not blink and no signal found. The device will not be return for analysis. Frn-unk-rsvr, uno inf set.